Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via telephone call that the sensor gave inaccurate readings and caused the threshold suspend mode to be activated. The sensor reading was 71 mg/dl when the blood glucose reading was 415 mg/dl. The customer declined troubleshooting for high blood glucose and treated with the insulin pump. The customer also had issues with the sensors not sticking to his body. He was calibrating properly. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.